Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not discharge energy during pt use. The customer charged the device to 360 joules and the charge was dumped by the device after reaching 100 joules. The user then attempted to charge again unsuccessfully. The pt then converted to normal sinus rhythm (nsr) on his own. There were no consequences or impact to the pt as a result of device use.